Event description:
The patient's device has reportedly ceased functioning. Advanced bionics is in the process of obtaining additional information. When additional information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another cochlear device.

Manufacturer narrative:
.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed prior to receipt as well as damage to the epoxy header region, braze, and cuts at the fantail region. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed that one of the resistors had a degraded trace. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data. Moisture admitted into this device through this leak resulted in degraded resistive film material and the shift in resistance value of one of the resistors. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.